Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR, contact info. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a female consumer injected diabetic medication, an unknown pen needle remained in the thigh. The consumer's physician sent her to the emergency room. X-rays were performed and the needle was successfully removed. Stitches were used to close the section. There was no report of additional treatment or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.